Event description:
A site registered nurse reported that, while in a spine procedure, synergy spine software became unresponsive after iso-c spin was transferred to the navigation system. The mouse did not move. The exam successfully transferred, however, software did not respond. A hard re-boot and re-launching the application restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2014 - a medtronic representative performed a system check-out. All areas passed. The reported behavior could not be replicated.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.